Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting high out of range shock impedance measurements on the right ventricular (rv) lead. Technical services (ts) discussed programming for this device. The rv lead and ICD remain in service. No adverse patient effects were reported.